Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leakage. The following information was provided by the initial reporter and translated to english. The customer stated: "drug fluid leaked somewhere from the catheter hub but not from the connection site." There was no report of adverse patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-apr-2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and a terumo 2.5ml syringe. In addition, six photos were received for investigation. Upon inspection of the photos, an unsmooth surface was identified on the blue adapter. The device was inspected microscopically, and this issue was confirmed. The damage was observed opposite the push tab of the device. The device was then leak tested to see if the unsmooth surface had a hole that would allow for leakage to occur as experienced. Leakage occurred at the location of the observed abnormality. Based on the appearance and location of the defect, it was identified to most likely be a result of the molding process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leakage. The following information was provided by the initial reporter and translated to english. The customer stated: "drug fluid leaked somewhere from the catheter hub but not from the connection site." There was no report of adverse patient impact.